Event description:
The plaintiff's attorney alleged that the decedent experienced cardiopulmonary arrest and expired the same day, all of which was allegedly caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.